Event description:
The customer reported that cs300 didn't augment during transport. After turning the cs300 off and back on, it became operational. The therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep did not observe any alarms to the logs. The company rep was unable to duplicate the event after running the cs300 on an iabp trainer. (B)(4).